Event description:
Customer reported that the blood glucose reading had been running high for the past five hours. The blood glucose reading was 400 mg/dl at the time of the report. She stated that she had not received any alerts that the blood glucose was high. Customer was assisted in calibrating the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.